Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was stated that the patient gets some relief in symptoms in bipolar settings. The patient experiences the shocking while recharging, and they feel it from their head down. The patient¿s healthcare provider (hcp) is planning on bringing the patient in for surgical exploration and repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the issues was not determined.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that all combinations on the patient's right side had low impedance, when checked during an appointment on (B)(6) 2017. The hcp reported that when they attempted to change the patient's settings to monopolar and test the system, the patient was feeling shocking in an unknown location. The hcp reported that the patient has fallen a couple of times, but the dates of the falls were unknown. The rep reported that the hcp ordered x-rays and turned the right side ins completely off to avoid draining the battery. The rep reported that the patient already uses high settings and charges everyday. The rep reported that a group (therapy) impedance measurement was run and found to be 25 ohms. No further patient complications have been reported as a result of this event.